Manufacturer narrative:
The device was returned to olympus for inspection. Additionally, the investigation found this reportable malfunction: identified corrosion on the distal end plastic cover as well as on the objective lens. Based on the results of the investigation, the most probable cause of the complaint cause is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the cysto-nephro videoscope exhibited corrosion on the distal end plastic cover and corrosion on the objective lens. There were no reports of patient involvement.